Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed ua136 (internal parameter corrupted) error message upon powering up. No patient involvement was reported.

Manufacturer narrative:
The customer's reported complaint of the platform displaying a ua136 (internal parameter corrupted) error message upon powering up was confirmed through review of the platform's archive data and functional testing. The issue was attributed to a defective pca board. Visual inspection was performed and found the shaft was sticky and the display was flickering. The autopulse platform is a reusable device therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Initial functional testing was performed and confirmed the autopulse displayed system error 136. The error message was cleared however the platform displayed another system error 136 error message and was not able to clear. Replacement of defective pca is required to remedy the issue. The customer opted not to do the repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4).